Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that foreign matter was embedded in the shield of bd vacutainer® edta 2k. No report of injury or medical intervention. No report of blood exposure to mucous membrane.

Manufacturer narrative:
510k: k981013. (B)(4).